Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 500 mg/dl. The customer was hospitalized four times due to diabetic ketoacidosis and hyperglycemia. The customer's other blood glucose was 370 mg/dl, 469 mg/dl. The customer did experienced the symptoms such as headache, tiredness, pain and altered vision. The customer declined troubleshooting. The customer was treated in emergency medical services and emergency room. Customer stated that the insulin pump did not alarm properly. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer report did allege under delivery on insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was being hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021 per sap for insulin pump. Customer alleged that insulin pump has not been alerting/alarming properly (possible absence of insulin flow blocked alarm) and also that there might be possible under delivery. For the (B)(6) 2021 incident, customer was hospitalized at 22:00. Customer was feeling sick/unwell, had a headache, was tired/weak, had altered vision/vision changes, and had extremity pain/cramps. Please see (B)(4) for (B)(6) 2021 event, (B)(4) for (B)(6) 2021 event, and (B)(4) for (B)(6) 2021 event. The insulin pump was used at the time of the incident. Per customer, auto mode was used. So, per customer, sensor was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated and provided in b5 section of this report.